Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A fully charged autopulse li-ion battery was inserted into the autopulse platform (s/n (B)(4) to resuscitate a patient in cardiac arrest. The battery was able to power up the autopulse, but the platform stopped functioning after about 2-3 minutes. The crew inserted another autopulse li-ion battery into the autopulse, but the platform stopped functioning again after about 2-3 minutes. The crew replaced the battery again and continued using the autopulse platform with no reported issues. No further information was provided. The patient's status information was requested, but the customer did not provide a response. Two autopulse li-ion batteries s/n (B)(4) and s/n (B)(4) were used in the reported patient event, but it is unknown which battery was used first. As reported, during shift check before the patient call, the status indicator on both the batteries were displaying 4 solid green leds, indicating that they were fully charged. Please see the following related MFR report: MFR # (B)(4) for autopulse li-ion battery (s/n (B)(4).